Manufacturer narrative:
Per a good faith effort response, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair due to the device being out of warranty; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Clinical assessment was performed by the pms clinical expert based on the information currently available in the complaint record. This notification was reviewed due to a customer reporting ¿the sound of the ventilator is loud during use, and the effect of carbon dioxide emission is poor.¿ the information indicates no actual harm but points out potential for harm saying the device issue ¿may aggravate the condition and irritability.¿ the available information suggests there is no report of actual harm associated with this complaint.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code alarm message: low leak ¿ co2 rebreathing risk message, and the effect of carbon dioxide emission is poor, which may aggravate the condition and irritability of a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).